Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a pump error alarm. They cleared the alarm and finished the prime process. They programmed a bolus into the air. The bolus was recorded in the daily history. The self-test was not performed. The customer's blood glucose level was 180 mg/dl. The customer was asked to return the product for analysis.